Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient was having a revision. It was indicated that the revision had not occurred yet and the reason for the revision was asked but was unknown. The rep inquired about product compatibility for an off-label procedure and product compatibility and implant considerations were reviewed. No troubleshooting could be done due to a lack of access to the product. No symptoms were reported. The event date was not asked, and follow-up was initiated for this information. No further complications were reported/anticipated.